Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, scratched lcd window, keypad overlay texture damage, cracked keypad at select button, faded serial number label and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 168 mg/dl at the time of the incident. The customer stated that the crack is seen under the display and reservoir compartment. The product was returned for analysis.